Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, atrial and right ventricular leads were explanted due to a patient infection. At the time of explant, a temporary ventricular lead (4136) was implanted through the jugular vein. During monitoring, the physician determined that the patient had an intact conduction and no longer required a pacemaker. This was confirmed through an electrophysiology study. The 4136 was moved from the right ventricular to the atrium. Pacing from this site was done through the pacing system analyzer and again confirmed conduction. This lead was then explanted as well. No further adverse patient effects were reported.